Event description:
The customer reported that the gastrointestinal videoscope exhibited a scope communication error. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the reported communication error accompanied by no image. The reported malfunction was most likely attributed to a faulty plug unit. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h6, h11.

Event description:
No additional information received from the customer.